Manufacturer narrative:
(D10) concomitant devices: 02-020-11-0325 - truliant ps cem fem ps cem right sz 2.5: (B)(6), 02-022-35-2509 - truliant tib imp ps insert sz 2.5 9mm: (B)(6), 02-022-45-2520 - truliant tray, cem sz 2.5f/2t: (B)(6), 200-07-32 - advanced patella 32mm 3 peg implant: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial total knee replacement on the right side. Subsequently, the patient experienced arthrofibrosis with ongoing residual stiffness post-operatively. As a result, approximately 3 months after initial replacement, the patient was scheduled for mua, but the procedure was cancelled due to low hemoglobin. Mua has not occurred and the outcome of this event is now considered resolved. No further impact to the patient was reported. No other information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b, c, d. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. At this time, there is no evidence indicating the patient has undergone treatment of any kind for arthrofibrosis. Therefore, no conclusions can be drawn or stated about any potential causes. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.